Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was sitting in her car and it might have been pressed by the seatbelt. Blood glucose value is unknown; last reading is 149 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.